Manufacturer narrative:
Analysis of the AED's log files identified that the service code was due to a previously depleted battery. Further analysis determined the customer's failure to promptly address red asi warnings reduced the battery's life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED was reporting a service code 5270. They reported that this did not occur during patient use.